Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device analysis by MFR: the returned guidewire was bent at the distal tip bent approximately 1 cm from the distal end. No further damage was identified. Dimensional inspection found the device within specification.

Event description:
It was reported that the burr stuck on the guidewire. A 2.0mm rotapro and a rotawire were selected for a mid-left anterior descending (lad) artery atherectomy procedure with percutaneous coronary intervention (pci). During withdrawal, the burr got stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed and there were no patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr stuck on the guidewire. A 2.0mm rotapro and a rotawire were selected for a mid-left anterior descending (lad) artery atherectomy procedure with percutaneous coronary intervention (pci). During withdrawal, the burr got stuck on the wire. The rotapro and rotawire were removed together from the patient. The procedure was completed and there were no patient complications.